Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was not pacing at multiple implant positions. The lv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.